Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. Reportedly, the customer intentionally performed the load sequence while connected to the site to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.